Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve. It was reported that they started having pain and an uncomfortable feeling with their previous device and that was why it got replaced. Patient said that they could feel the implant through their skin and it seemed like it changed shape and didn't feel quite the same, so they don't know if it went out of position or what. Patient also said they were a little sore where the implant was done from the surgical implant. Patient mentioned that they had to go in and make a new pocket for the new battery because x- rays had shown that the original one was coming out and it was causing some problems. Agent asked, patient did not know when the pain and uncomfortable feeling started, but said it was after they had the implant for a while. Patient confirmed that they were not having any accidents and they were healing well. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the patient feeling the implant through the skin was unknown, and the most likely cause was also unknown. The rep stated they had not been informed of the provider's intentions. It was unknown if the issue had been resolved. The rep reported the cause of the original ins coming out was unknown, and the most likely cause was also unknown. It was unknown what steps were taken to resolve the issue, and it was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.